Event description:
As a result of exposure to latex at hosp reporter developed an allergic contact dermatitis (type IV) and asthma/reactive airway disease (type I). Reporter has been advised to seek work outside of direct pt care which requires the use of gloves and handwashing. Reporter has been advised to avoid environments in which latex is extensively used. Therefore, reporter has been unable to work as a staff nurse in a hosp setting. Because of allergy, reporter's employer terminated employment. Reporter has been receiving wage loss benefits through the bureau of workers' compensation. According to reporter, failed to provide a reasonable accommodation for reporter. Exam gloves that were ordered by the hosp and employee health from 1993 to 1996.